Event description:
Friday, (B)(6) 2024. Or(operating room) 2. (B)(6) hospital. (B)(6). Hologic myosure reach device. Just removed few polyps. Withdrew scope slightly to take picture of endometrial cavity. Then high pressure inflow of water occurred resulting in water shooting back towards me, from the cervix, around the scope resulting in a large puddle of water on the floor and on myself. The volume of water and the rapid egress through the cervix was surprising. I rapidly withdrew then the scope to protect the patient from rupturing the uterus. Then turned off the inflow. I replaced the entry port and normal flow occurred. I examined the uterine cavity for defects and found none. No one in the or(operating room) could explain how this happened and I have never seen such a high rate of flow through the myosure device before. The patient did not appear to be in untoward pain in the pacu(post anesthesia care unit). I feel that this particular device should not be used until an explanation for the high flow rate is determined. The sudden, unexplained, high pressure flow of water from the myosure device warrants investigation and a warning to other surgeons using the device. This has the potential to cause harm or even death to the patient.